Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: "alleged issue: stapler blocked during use. No consequences. They used another stapler: no other issues." No pt injury reported. Pt current condition is fine.